Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine upgrade procedure, the atrial lead exhibited an insulation anomaly. The physician noted that the lead was still intact and in working condition with good numbers. The lead remained implanted.